Event description:
A malfunction alarm was reported with a specific error code. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump, successfully resolving the issue without recurrence.